Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing multiple high blood glucose and that they wanted to test the insulin pump. The customer had a cold and was taking medicine but their blood glucose level was not coming down. The customer had a high blood glucose level of 300 mg/dl. The customer's current blood glucose level was 461 mg/dl. The customer treated their high blood glucose with a bolus of 6.2 units. The customer declined to check for the presence of air bubbles, settings, and possible site/insulin issues. Additionally, the customer indicated that the insulin pump was giving too much insulin. The customer will be sent a tubing clamp and will call back to perform the no delivery test. The device will not return for analysis.